Manufacturer narrative:
The physician requested device evaluation of the subject lightsheer device in 2002 (about 4 weeks after the alleged incident). The physician reported to lumenis that the laser's fluence was moving on its own, however, the physician did not report this possible safety incident when requesting the device evaluation. Per the lumenis service depot, at the time of the device evaluation, the touchscreen assembly did not pass test. Service depot replaced the display assembly. Touchscreen problems can contribute to or result in scrolling fluence problems. Foreign material left on the touchscreen can also contribute to the scrolling phenomenon, however, the service report does not include a finding of foreign material on the device touchscreen. No further conclusion can be drawn regarding any relation of the subject lightsheer device to the root cause of the incident. This is a legal matter and no further details are available as of 4/23/07. Based on the limited info available, no further conclusion can be drawn regarding root cause of the incident. If significant additional details are obtained by lumenis in the future, a follow-up MDR report will be filed.

Event description:
A pt alleges that she sustained serious and permanent injuries in association with lightsheer hair removal treatment in 2002. Per legal documentation, the pt sought medical treatment (no details provided).